Event description:
The manufacturer received information alleging an issue related to a simplygo device. There was no report of serious or permanent patient harm or injury. No other clinical information or medical interventions were reported. The device was returned to a third-party service center for evaluation. As per work word evaluation result stated that the complaint was confirmed and found melted filter during evaluation. Although there was no reported patient death or serious injury, this complaint is reportable because the reported issue/event could potentially cause or contribute to a death or serious injury if the malfunction were to recur.